Event description:
It was reported that during a right internal jugular insertion, the vessel dilator separated and the distal portion entered the pt's right atrium. The dilator was successfully removed via the femoral vein. The pt has been discharged and is making a good recovery.